Event description:
It was reported while using bd microfine¿+ insulin syringes medication was not properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: she reports that they have cared for three patients whom they had to switch back from the bd uitra-fine pro 4 mm to other pen needles because these patients' values had deteriorated. It seemed to her that too little insulin had been administered with the bd ultra-fine pro 4 mm.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.